Event description:
It was reported that post percutaneous transluminal angioplasty procedure a wallstent was implanted in the shunt of the left antebrachial. An unspecified time later restenosis occurred. The lesion was 90% stenosed without calcification. The physician attempted to treat the restenosis with an 8-4/5.8t/75 ultra thin diamond balloon. A non bsc guide catheter was inserted from the vein side and a non bsc guide wire crossed the lesion by anterograde approach without any problems. The middle of the lesion to the edge was dilated at 10 atmospheres. The balloon was repositioned and on the second inflation the balloon ruptured at 15 atmospheres. The procedure was completed with another of the same device. The pt status is "no problem" with no complications reported. The balloon rupture referenced will be reported on the 3rd quarter alternative summary report from boston scientific.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.